Event description:
The account alleged the pt cut the back of her left leg around the calf area when she was getting out of the bed. The account indicated that the edges on the head of the bed were up, and there was enough space between the head and seat section for the pt's leg to rest. The head section was lowered and the head section and seat section closed a gap causing the pt to cut their leg. The pt was taken to the hospital where steri strips were applied to the cut.

Manufacturer narrative:
The technician inspected the edges of the bed frame and found them to be rough on the corners, but were not sharp. The account pointed out to the tech that the pt's skin was like paper and easy to tear.